Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the surgical procedure, the surgeon was not able to fully insert the coring knife handle through the holes in the side of the coring knife. The "t" handle was not equal on both sides after insertion attempt. The surgeon used the coring knife with the uneven coring knife handle to core the ventricular apex.